Event description:
Caller reported a malfunction on pump, identified by error code malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting the pump, and malfunction code did not recur after reset. Customer was advised to call back if any issues reappear and understood the instructions provided.